Event description:
It was reported that a patient underwent a gynecological procedure to remove part of the cervix on (B)(6) 2011 and a drain with a reservoir was placed. On (B)(6) 2011, it was found that the patient had an infection. The drain was removed and the wound was open controlled. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-01971 and 2210968-2011-01972. The same patient is represented in each medwatch.